Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated it to 3.5mm to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel. After completion of the aspiration, the occlusion balloon was noticed to be deflated. The patient is reported to be fine.